Manufacturer narrative:
Device returned to manufacturer: the comet was returned and analysis was completed. The investigation found a kink located 162.5cm from the tip. Additionally, there was some slight peeling of the coating at this location. The handle was connected to the ffr link to verify the signal strength. The signal was present as designed. The sensor port showed no residue of body fluids. The wire was inserted into the pressure chamber test equipment and the pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed and the coefficient was confirmed to be in specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on analysis completed 11 december 2019. It was reported that during preparation the comet pressure guidewire was not recognized by the ffr link. The procedure was completed with a different device returned device analysis revealed some slight peeling of the device coating.